Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. Evaluation of the event log confirms alarms indicating a high continuous pressure situation on the reported event date. In case of a high continuous pressure alarm, the safety valve is opened for 5 seconds in order to reduce the airway pressure. According to the test log, the ventilator passed pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The sudden start and frequent generation of the high continuous pressure alarm indicates that the expiratory resistance had increased at the time for the event. Since no anomaly was found with the subjected ventilator, the most likely cause of the increase in airway pressure an increased expiratory resistance in the patient¿s breathing system, e.g. An occluded expiratory bacterial filter. Our conclusion based on the log evaluation and testing of the subjected ventilator is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high pressure situation. A possible cause of the increase in airway pressure may be an occluded expiratory bacterial filter.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high continuous pressure. There was no patient harm. Manufacturer's ref #: (B)(4).